Manufacturer narrative:
(B)(4).

Event description:
It was reported that the home patient (hp) experienced peritonitis, manifested by abdominal pain. The patient was not hospitalized for this event. On an unreported date, the patient's white blood cell count was over 1000. The patient was treated with unspecified antibiotics, 5 sets for 5 days (administered through the catheter), for the peritonitis. At the time of this report, the patient was given unspecified oral antibiotics and the patient was recovering from peritonitis. No additional information is available. This is report 2 of 2 for this event.

Manufacturer narrative:
(B)(4). Per review of the batch records of the potentially associated lots: h13e09021 and h13d11095, all release criteria were met for the build of the lot. If additional relevant information is received, a follow-up report will be submitted. (B)(4).